Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting procedure, the stent moved on the balloon. The 90% stenotic lesion was located in the non-calcified and moderately tortuous left main coronary artery. Thrombectomy was performed with 7f thrombster. "Procedure was performed with cardiac compression." The physician advanced the 4.0x12mm veriflex stent to the lesion, while attempting to deploy the stent, the stent moved on the balloon. The device was removed and the procedure was successfully completed with the deployment of a 4.0x12mm veriflex without any pt complications. The stent was post dilated with a 5.5mm maverick xl balloon. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). Device evaluation: it is indicated that the device will not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).